Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one . The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A microscope examination of the device displayed nicks on the knife blade. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. The cause of the observed knife blade damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, while performing the anastomosis, the device clicked on the 2nd half turn, and its supposed to click on the 4th half turn. Surgeon states that the proximal and distal donuts look like they were reversed. The patient was scoped to make sure there was not a leak. There was no patient injury.